Event description:
It was reported that the procedure was to treat a right coronary artery. A balance middleweight universal ll guide wire (gw) was passed a number of times with no issue. Then they went in with the balloon and post dilated without issue. Procedure was completed so the devices were removed out together. No resistance was noted at any point. Once the gw was pulled out of the anatomy and placed on the sterile table it was noted that the tip had separated and noted on the table. The device and separated portion were discarded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.